Manufacturer narrative:
Results: evaluation of the returned product revealed that the nurse call turns on and off at the nurse's station when the cable is moved and there is no voice when the alarm is set to voice or voice and tone modes. The unit led cover is pushed into the case and there is corrosion on the rj11 pins and on the contacts. The unit has been exposed to moisture. (B)(4).

Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.